Event description:
A surgeon reported unexpected postop refraction following implantation of an intraocular lens. The association between this event and the lens is not known. Add'l info has been requested.